Event description:
It was reported that during procedure, the balloon was inflated and deflated. The physician attempted to inflate the balloon again, but it would not fully inflate. It was noted that contrast was leaking. The balloon was removed and the procedure was completed with another balloon. There was no clinical consequence to the patient.

Event description:
It was reported that during procedure, the balloon was inflated and deflated. The physician attempted to inflate the balloon again, but it would not fully inflate. It was noted that contrast was leaking. The balloon was removed and the procedure was completed with another balloon. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire used during procedure was returned within the balloon catheter. No external anomalies were noted to the balloon catheter. During functional testing, the guidewire could not be advanced or removed from the balloon catheter. It appeared to be blocked with dried contrast material. The device was soaked in water for 5 mins in an attempt to remove the guidewire but the guidewire would not move. This was repeated and the again it would not move. An attempt was made to flush the device however due to the presence of dried saline/contrast media this could not be achieved. As the device could not be flushed, and no damage was visible to the balloon, the leak could cannot be confirmed. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Manufacturer narrative:
The subject device has not been returned to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.the subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
It was reported that during procedure, the balloon was inflated and deflated. The physician attempted to inflate the balloon again, but it would not fully inflate. It was noted that contrast was leaking. The balloon was removed and the procedure was completed with another balloon. There was no clinical consequence to the patient.